Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurements which was discovered during a routine follow-up visit. Additionally it was reported that the lead was exhibiting noise, oversensing and undersensing. Therefore, this patient underwent a revision procedure and this lead was surgically capped and abandoned. Additional information obtained from the field representative that the ra lead was fracture due to high oor pli through visual inspection by the clavicle. This ra lead is no longer in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.